Event description:
During an arthroscopic barkart procedure, a y-knot device did not function properly. Due to the amount of time it took to remove the implant, the dr decided to open the pt to finish the repair.